Event description:
It was reported that the patient felt like he was still being shocked when the device was turned off. The symptoms were noted to have occurred following a fall a couple of weeks prior to the report. However, the details of the fall were unknown. The patient had pain around the implant for a few weeks prior to the time it was reported and it was noted to be uncomfortable. The reporter indicated that the patient hadn't seen a physician for his device for about a year because he had other medical conditions; notably, he had gone through chemotherapy and had been diagnosed with rheumatoid arthritis (ra). It was noted that the patient's "medical issues" were contributing to the patient losing his balance and falling. The reporter stated that the patient had put on 25 pounds in the 3 weeks prior to the report as he had lost weight due to "some treatments". If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 3093-28, lot#: v636287, implanted: (B)(6) 2011, product type: lead; product ID: 3037, serial#: (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the device was replaced because it was shocking the patient. The patient outcome following the procedure was unknown. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Fdd and fdp codes included in this report apply to this event in its entirety due to the need to update codes to meet updated coding guidelines. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that his first implantable neurostimulator (ins) had malfunctioned, resulting in it being replaced. It malfunctioned ¿or something¿ and they had to take it out and put the new ins in on the other side. The patient had no further details. He did not know why it malfunctioned. When asked if it was battery depletion, he responded ¿no, the device lasted a year and he didn't know why.¿ the device had stopped working at the end of 2011 and beginning of 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and patient. The patient claimed that the ins was moved from the left to the right side because he did not weigh enough.